Event description:
This report summarizes 21 malfunction events(s), where it was reported the devices experienced drifting down slowly. There was 1 event with patient involvement; the patient experienced pain.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 12 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 5 devices were not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 3 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 1 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 device that was originally coded as not made available by the customer was found that it was evaluated in the field and the issue was not confirmed; no defect or malfunction was found.

Event description:
This report now summarizes 22 malfunction events(s), instead of 23.

Event description:
This report summarizes now 23 malfunction events(s), instead of 22.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Manufacturer narrative:
1 device that was originally coded as not made available by the customer was found that it was evaluated in the field and the issue was confirmed. MDR/mir codes have been updated to reflect this. Evaluation results findings (results/components): 1 device: mechanical problem identified/chassis/frame.

Event description:
No new information.

Event description:
This report summarizes now 22 malfunction events(s), instead of 21.

Manufacturer narrative:
An additional event was identified and therefore, added to this summary report. The device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. MDR/mir codes have been updated to reflect this.